Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The silicone segment was separated at the lower fitment. The ring retainer was on the silicone segment. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the separation silicone tubing/lower fitment is not related to manufacturing process. The ring retainer was assembled correctly in the silicone tubing. There has been improvement process, reported lot was manufactured on sep 2024 before actions taken for a similar incident. The following actions were defined: update of the procedure to indicate that machines flow stop won't begin assembly until the leader or production assignee verifies and signs the machine checklist. Approved in april 2025, implementation in process. Update the cleaning process for pumping chamber machine to indicate that the nests where the silicone sits with rings must be cleaned, ensuring that it is free of dust. Approved in april 2025, implementation in process. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris smartsite pump infusion set the following information was received by the initial reporter with the following verbatim it was reported by customer that line noted to be leaking when being primed with ns in clean prep room. Drip chamber dripping and drops noted to be leaking from location of safety clamp, even with roller clamp fully closed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed